Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump was received with a scratched display window, a cracked display window corner, and a cracked battery tube thread. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 308 mg/dl. Customer treated with a manual injection. Customer stated that the issue started 2 months ago. Customer stated that she would mess with the pump and fill it up to get it to work properly. Customer stated that the pump kept squirting insulin today. Customer stated that the pump has been dropped and there is a crack where the up arrow button is located. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.